Event description:
In 2008, the lay user/reporter from another country contacted lifescan on behalf of the lay user/patient alleging the one touch ultra 2 meter was reading inaccurately high. The medical affairs specialist sent follow up questions to the technical service rep (tsr) to ask follow up questions. On the day before, the meter memory read 21.7 mmol/l and 5.2 mmol/l at 7:53 pm. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20%. Within a short period of time the pt took a control solution test, which fell within range based on the test strip vial, but the control solution was expired. The reporter states that she increased the pt's evening dose of novomix 30 by 2 units starting early in the original month, and the meter had been reading higher since two months prior to original date. The pt takes 22 units of novomix 30 in the evening and takes 24 units when the result is over 11.0 mmol/l. The reporter says that on the day prior to original date at 7:53 pm, when she took the aforementioned readings, she could tell the pt had low blood sugar because of his facial expressions and the way he staggered and moved his hands. She decided to give him 22 units of novomix 30 instead of 24 units of this time and trusted the 5.2 mmol/l reading. She decided to take another reading after the 21.7 mmol/l reading because she thought the reading was too high. The pt was given bread and jam and went straight to bed. The pt did not eat any less or more before the time he had symptoms. The technical service rep determined during the troubleshooting telephone call, the pt's testing technique was correct. The meter was set to the correct unit of measure and calibration code number. The test strips were within expiration dating and in good condition. The quality control test passed, but the control solution was expired. This complaint is being reported because the reporter alleged the meter was reading inaccurately high and increased the pt's dose of insulin medication. The pt then allegedly felt symptoms suggestive that can be indicative of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.